Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. There were set screw marks noted on all terminals. There were burnt marks noted in the gore, and some evidence of melting in the proximal shocking coils. This could be due to electrocautery damage. The proximal shocking coil was separated from the medical adhesive at the distal end, and calcium deposits were noted covering the distal tip mesh screen. Analysis did not confirm the initial allegations of infection and high pacing impedance measurements. Analysis did confirm the conductive paths of this lead to be within specification.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited an increase in pacing impedance from 758 ohms to 1888 ohms over the past several months. The shock impedance value was noted as being 48 ohms, there was one non-sustained ventricular tachycardia (vt) episode, and the threshold increased from 1.6 v to 2.0 v. This patient is going to visit his/her implant hospital in the near future. Subsequently, additional information was received that the rv pacing impedance value was measured as 2834 ohms. The physician elected to explant this rv lead along with the rest of the implanted system due to the possibility of infection. There were no other adverse patient effects reported.